Event description:
It was reported that when the device was used during a modified maze procedure, they placed the instrument down a 12mm trocar port. They had difficulty opening the instrument because of the tight fit. When fired across the left atrial appendage, the instrument would not release. Surgeon had to open pt to cut off instrument. There were no other pt consequences.